Event description:
It was reported that this right atrial (ra) lead had a conductor fracture and showed pacing impedances with high, out of range values. The lead was switched to unipolar pacing and sensing. During a follow up checking an elevation of pacing threshold was observed, and remaining battery life also depleted significantly. A replacement has been performed and the lead has been replaced. No additional adverse patient effects were reported.